Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that a decubitus ulcer caused an infection in the pocket. The rep reported that the ins, pocket adapter, extensions and leads were explanted on (B)(6) 2017. The rep reported that the type of infection was unknown and it was unknown if the patient was taking any medications for the infection. The rep reported that the issue was resolved at the time of the report. No further complications were reported.